Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to not fully inflating. It was noted the tubing was disconnected from the connector. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on the shorter exhaust tube and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1 and cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the detached inlet tubing or the connector. The information received indicated the device was not able to inflate fully, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
According to the available information the titan touch was revised due to the device not fully inflating. It was noted when opened the tubing was disconnected from the onnector. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.